Event description:
It was reported that during a routine testing, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak.

Event description:
N/a.

Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. The fse verified the reported issue with a brand new helium tank. The analog gauge on the cart shows as empty. The fse replaced the regulator and helium lines and the analog gauge then read correctly. The unit passed all functional/safety testing, and the fse returned the unit to the customer.